Manufacturer narrative:
Product complaint # (B)(4) investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The metal ring from the 5mm shim came loose during the case and was unable to be located. An x-ray was performed and the ring is not inside the patient's knee joint. On inspection of the shim there was a crack adjacent to the metal ring. The same crack adjacent to the ring was noticed on the size 6mm shim. Jnj representative was present during the case and the size 7 & shims were used to finish the procedure. These shims have been removed from the set. 15 minute delay to procedure. No ae to patient.